Event description:
The reporter stated the surgeon inserted an aa4203tf silicon toric plate lens, but the trailing edge and optic were torn by the plunger on insertion. The wound was opened to remove the lens. A back up stantdard iol was inserted in the capsule bag. The reporter stated the surgeon felt that the cause of the lens tear was that the high diopter lens was too tight a fit for the cartridge. The pt's pre-operative visual acuity was 20/20 and the post-operative visual acuity was 20/10.